Event description:
Information was received on (B)(6) 2023 from a patient receiving intrathecal prialt (ziconotide) at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the patient after their catheter replacement that 'now his feet are ede matous/swollen and they hurt'. The patient stated that he wondered if they should "take the damn thing out, it hasn't done any good for me". It was further reported that the patient 'has a little problem of dozing off' and 'had a little bit of difficulty with the pump so he has not had a good experience with the pain pump'. The issue was not resolved through troubleshooting and was redirected to their healthcare provider to further address the issue. Additional information was received on 2023-09-27 from healthcare provider (hcp) reported that the pain and swelling of feet were not related to the pain pump. It was also reported that the issues related to the patient were resolved. Additional information received on (B)(6) 2024 from the patient indicated that, "somewhere along the way in late on (B)(6)", the patient's doctor doubled the volume of fentanyl and, when he did that, it put him in "I don't know if it was a manic experience or what it was but I was unconscious and had nightmares". At the time of this report, the patient still had nightmares. It was noted that the patient also had bipolar disorder. It was noted that, during the catheter revision on (B)(6) 2023, the patient's medication was switched to fentanyl.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.